Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to device, which would not turn on. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. The issue has been resolved by replacing capacitor for motor and the device was delivered to the user in working condition. If the compressor won't start due to a defective compressor capacitor, the compressor will fail to deliver compressed air (enough air pressure). A connected ventilator will then switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. Additionally, if no oxygen is connected to the ventilator, ventilation will stop as a worst case scenario. Alarms will be generated. The root cause of the issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).